Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered stress urinary incontinence, chronic vaginal and abdominal pain, fistula, recurring infections, vaginal scarring, and inflammation. No further information has been provided.